Event description:
As reported by the user facility forwarded by bbm (B)(4): stopped during infusion: the anesthesia nurse delivered the pump to the biomedical department at the hospital. The nurse said that it stopped during infusion. No damage to pt. Unfortunately we do not have much info on this incident. Ref MFR report: 9610825-2013-00297.